Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus china. Olympus china checked the subject device and found that the reported phenomena were duplicated due to the failure of the printed circuit board which had pressure sensor/pressure sensor circuit. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus china, omsc concluded that the reported phenomena were attributed to the failure of the main circuit board. The exact cause of the main circuit board failure could not be conclusively determined. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for the hernia surgery in children using the subject device used in combination with the video processor otv-s7pro (the patient was not under anesthesia), it was found that an alarm sounded from the subject device when start up, and the indicator on the front panel did not light up. The user replaced the subject device to another similar device to complete the procedure without more than fifteen minutes extension. There was no report of patient injury associated with this event.